Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, a functional was performed. Customer problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Found fluid ingression on pump by the chassis base of the expulsor, which causes an inconsistent delivery issue. Regarding when battery are taken out it starts alarming issue "it should be noted that the pump will alarm if the batteries are removed within 15 seconds after stopping the pump." This is a normal functional of the pump. The reported issue was determined to be user induced. The expulsor will be replaced to correct the problem.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump failed accuracy testing and ended at 6% and when battery was taken out the pump exhibited alarm. No patient injury reported.